Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a transvaginal mesh device in (B)(6) 2008. It was alleged the plaintiff began experiencing complications and symptoms in 2010. The plaintiff sustained physical pain and suffering, mental anguish, emotional distress, and serious injury.

Manufacturer narrative:
The manufacturer and the model of the mesh system that was implanted was not indicated. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.